Manufacturer narrative:
A steris service technician inspected the unit and confirmed the system 1e unit had evidenced a 'heat problem' fault alarm. The technician found the fault was due to low temperature of the facility's incoming water supply. The smell the user facility noticed was due to the presence of paa in the use dilution. Steris advised the user facility to install a water temperature booster however to date the user facility has not installed the water temperature booster. Steris performed in-service training on (B)(4), 2012.

Event description:
The user facility reported a smell coming from a scope that had just been processed in a system 1e processor. The scope was then used subsequently in a patient procedure. The customer reported that their employee did not initially review the system 1e cycle printout and later noticed the cycle failed and evidenced a heat problem processor fault. The patient subject of the procedure was irrigated and antibiotics were administered as a precaution. The user facility confirmed that they are following their procedures in regards to patient monitoring. No injuries have been reported.